Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic instrument was analyzed and found to have a missing teflon pad of the clamp arm. The teflon pad which is approximately 0.108" x 0.421" in size was not returned with the instrument. Further evaluation found the instrument had mechanical indentation damage to the blade. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the harmonic ace instrument gasket fell off in the patient and the fragment was retrieved in the same procedure. The customer used a spare instrument to proceed with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event. The instrument was inspected prior to use, and nothing was noticed out of the ordinary. The surgical task being performed at the time of the issue was dissection. The surgeon believed what caused the instrument to break or caused the fragment falling issue was a quality problem. This assistant thought all fragments were retrieved. No additional surgical procedure was required to remove the fragment. The procedure proceeded and was completed with the da vinci. There was no patient injury. No other information was available.